Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative. During an implant procedure the operating room (or) nurse opened the catheter packaging maybe a 1/4 of the way and the catheter "popped right out" of the packaging and became "unsterile." A different catheter was used and they were able to finish the case. The event date was (B)(6) 2015.